Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damaged usb pins.

Manufacturer narrative:
Per the user guide: per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The infusion set site was changed. The contact did not know the cause of the dka. The customer was treated with intravenous insulin and saline. Although requested, the customer's discharge date was not provided. Reportedly, the cartridge and infusion set were used for 5 days.